Manufacturer narrative:
1. The customer returned 1 video and no defective samples. The video shows that the complained product is a 24ga, leakage happened near they adapter. 2. DHR/bhr review (lot # 4323712): 1) the products of this batch were assembled at intima ii auto line 4 in dec 2024 and packaged at r245 package line in dec 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. Performed 45psi leakage test for the retained samples of this batch, and no complaint defects are found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and the retained samples, no similar complaints have been received from other hospitals regarding this batch of products. From the returned video, it is identified that leakage happened near y adapter. The root cause of this defect cannot be determined as there are no abnormalities in the process and retained sample, and no defective sample has been received for further investigation. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in ss prn slm npvc leaked when the package of the indwelling needle is opened and the infusion is performed, fluid leakage is found at the hub